Event description:
The customer reported an x-ray generator error during use. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board, power cap module, and battery pack. System operates as intended.